Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander with sapien 3 valve was reviewed. Warnings include, 'accelerated deterioration of the thv may occur in patients with an altered calcium metabolism'. Precautions note, 'thv recipients should be maintained on anticoagulant/antiplatelet therapy to minimize the risk of valve thrombosis or thromboembolic events, as determined by their physicians'. Potential adverse events also include, 'structural valve deterioration (wear, fracture, calcification, stenosis'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for degeneration/deterioration was unable to be confirmed due to unavailability of patient's medical record, protocol or imagery for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'intervention for a valve-in-valve after an implant duration of 4 years and 3 months due to valve degeneration. The patient presented with dyspnea on exertion'. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, provided information indicates that the patients has a medical history of diabetes, which is a well-known factor that may have contributed to the reported event. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our south korean affiliates, approximately 4 years and 3 months post implant of a 20mm sapien 3 valve implanted in aortic position, the patient underwent a valve-in-valve due to valve degeneration. The patient presented dyspnea on exertion. A new non-edwards transcatheter valve was successfully implanted in replacement. The patient was noted as to be in stable condition.